Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, keypad flattened button dome switch was found on esc, act and down

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Customer reported via phone call that buttons on insulin pump not seems to operate and he has to press the buttons 5 times or more. Customer¿s blood glucose was unknown. Customer stated that buttons are not responding but time advances. Customer was advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be return for analysis.